Event description:
The system intermittently did not x-ray or did not display the fluoro images. The customer reboot the system several times before it began to properly function.

Manufacturer narrative:
The ge service rep found the sbc pcb was out of order. This sbc pcb was the old version so he ordered the new version sbc pcb and upgraded the system. The system operates as intended.